Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported when using the bd phaseal¿ assembly fixture m12 the vial broke during the assembly of the protector to the vial. The following information was provided by the initial reporter. The customer stated: "when the hcp attached the protector to a vial using an assembly fixture, the vial was cracked." No information on the drug name was provided.